Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision to replace the right lead due to an out-of-range electrode, consistent with a high-impedance failure. The system is programmable to another working electrode; however, the patient required magnetic resonance imaging (MRI), so the lead was replaced. The entire lead was removed, and a new lead was implanted without complications. There was no report of patient harm or injury. Unrelated to the oor failure, the patient requested that the implantable pulse generator (ipg) be moved to the flank area while in procedure. No allegation of an ipg deficiency or discomfort in the current ipg pocket site. The procedure was successful without complications. The explanted lead was discarded at the hospital, and therefore, no actual device analysis can be performed. The device history record was reviewed. No relevant nonconformances were found. Following the lead revision and ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).